Manufacturer narrative:
Concomitant medical products: t510-27h, tissue valve, implanted on (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a pacemaker failure. It was noted at device classified termination of events, arrhythmia appears to continue when prematurely terminated when atrial event occurs in blanking/refractory. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.